Event description:
It was reported that during an episode of ventricular fibrillation, a combination of both adequate and inadequate high voltage therapy was delivered. The patient was hospitalized, an induction test was performed and a high voltage shock was effectively delivered. The device was reprogrammed to resolve the event. The patient was in stable condition.